Event description:
A malfunction alarm was reported with a code indicating a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to report any future incidents.